Event description:
It was reported to tyco/healthcare/kendall that a contaminated needle stick occurred. The incident happened after a sharps container fell over and sharps were expelled; the staff member was picking up the sharps.